Event description:
It was reported that the bd q-syte extension sets experienced leakage. The following information was provided by the initial reporter: a syringe pump error occurred. When checking, the hcp found leakage from the connection. The hcp reconnected but used another product due to the error repeated three times. The drug used is noradrenalin.

Manufacturer narrative:
H6: investigation summary: a joint atom and bd investigation was performed for the reported issue of leakage. Atom received a sample for investigation and performed a visual inspection as well as a leakage test on the returned sample. No abnormalities or leakage were observed on the reported material number sample during testing and as a result the cause of the failure could not be traced back to the manufacturing process of the product. It is likely that the cause of the failure was due to an incomplete or loose connection of the product during use. It is recommended that prior to use the connection be regularly checked to deter this failure. Bd was unable to perform a thorough investigation as no lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd q-syte extension sets experienced leakage. The following information was provided by the initial reporter: a syringe pump error occurred.when checking, the hcp found leakage from the connection.the hcp reconnected but used another product due to the error repeated three times. The drug used is noradrenalin.